Manufacturer narrative:
A ge oec svc rep investigated the issue and repaired a broken hv cable for the collimator. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys displayed iris collimator too large error code.